Event description:
It was reported that the 6800 system locked up with a generator error during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The controller and monoblock were replaced during the service call.